Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a door failure. The field service engineer stated that the tower door 8 jammed due to product behind the tray, cleared and recovered the door with tech selected recovery. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a door failure. The customer stated that the tower door not able to recover, makes weird sound but does not release caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.